Event description:
Edwards received notification of a sapien m3 procedure in mitral position where the patient went into vt (ventricular tachycardia) following valve deployment. The patient received one shock from their ICD (implantable cardioverter defibrillator). The perceived root cause of the event was a pacing run. The pacing run was not extended. Inflation was a standard amount of time. There was no patient injury. The procedure was successfully completed. Per information available, mr (mitral regurgitation) was reduced from severe to none/trace. The patient is stable. Per information received from the cs (clinical specialist), the patient does have a ppm/ICD which points to an underlying conduction disturbance of some sort, and the ppm rep turned tachy therapies off at the time of valve deployment which cs believes it is possible the patient had some breakthrough vt from. The commander and guidewire were still in the left ventricle. The wire was likely touching the ventricular anatomy as the vt occurred right after deployment.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.